Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of color bars only when connected to processor, no communication was confirmed. Device evaluation found that the reported issue was due to a faulty cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The instructions for use IFU) addresses this failure: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head had color bars only when connected to processor, no communication. The issue was found during preparation prior to sedation, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.